Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event. The evaluation found that the device failed inspection due to a crack on scope socket connector. The lamp also failed the intensity check since it was over the 500-hour limit. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the evis exera iii xenon light source had a low air flow and error code b30 for communication error. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation could not reproduce the reported event during evaluation. The investigation assumed that the insufficient air was due to the connection of the scope or peripheral devices and/or settings. Additionally, the b30 error signified that the device was used while dust or residue of medicinal solution was adhered to the electrical contacts of the scope connector which caused the device to fail to communicate with the scope and the error was notified. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: error message: contact olympus scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.